Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention.the customer's expected blood result is 100mg/dl-120mg/dl fasting. Verified the strips expire 9/15/2018. Customer confirms the strips have been properly stored and were first opened 2/5/2016. Customer performed a back to back blood test and obtained 263mg/dl and 240mg/dl fasting. Reviewed meter memory (B)(6). Memory concerns:241mg/dl. Customer is concerned with result 241mg/dl.